Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer did not read the instruction manual thoroughly. The event can be detected/prevented by following the instructions for use which state: operation manual ¿7.4 replacing the air filter (maj-823)¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the gas filter was used past its replacement date of one month. There were no reports of patient harm as a result of this event.